Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were sticking and had to hold the buttons down to elicit a response. The patient reportedly wore the pump with a lens film around it and under a garment against the body. The patient reported that she did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, up arrow and ok keypad buttons were intermittently unresponsive. The down arrow key responded appropriately. All of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.